Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the cause of the infection was the patient scratching and picking at the implantable neurostimulator (ins) incision and it opened. Diagnostics include a complete blood cell count. White blood cells were at 7.6, hemoglobin was at 13.5, hematocrit was at 41.5, granulocytes were at 65.9, and the erythrocyte sedimentation rate was 12. Antibiotics were started after the ins was removed and a PICC line was placed for intravenous vancomycin.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had an infection. The right implantable neurostimulator (ins) and extension were explanted. It was unknown if any diagnostics or troubleshooting was perform. It was unknown if the issue was resolved at the time of this report. The patient's indication for use is movement disorders. No cause, diagnostics/troubleshooting or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.